Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for a male patient sample. The patients¿ troponins results were performed and then recollected 2 hours later. (Customer provided critical cut off for troponin is >/= 0.03 ng/ml) 08nov2023 sid (B)(6) at 14:08 result 0.132 ng/ml, repeat result on (B)(6) 2023 was 0.507 ng/ml 08nov2023 sid (B)(6) at 16:19 result 0.031 ng/ml, repeat result on (B)(6) 2023 was 0.029 ng/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier completed information - the same patient has the following sids (B)(6) and (B)(6) all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated on the architect i1000sr processing module for a male patient sample. The patients¿ troponins results were performed and then recollected 2 hours later. (Customer provided critical cut off for troponin is >/= 0.03 ng/ml) (B)(6) 2023 sid (B)(6) at 14:08 result 0.132 ng/ml, repeat result on (B)(6) 2023 was 0.507 ng/ml (B)(6) 2023 sid (B)(6) at 16:19 result 0.031 ng/ml, repeat result on (B)(6) 2023 was 0.029 ng/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for falsely elevated architect stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Review of all the information provided by the customer was reviewed. A review of tracking and trending did not identify any trends for the complaint issue. Device history review did not identify any non-conformances or deviations with the complaint lot. Historical performance of the architect stat troponin-I reagents was reviewed using field data from customers worldwide. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians for lots 64433un23 are within the established limits. Therefore, no unusual reagent lot performance was identified for the lot 64433un23. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat high sensitive troponin-I reagent lot 64433un23 was identified. All available patient information was included. Additional patient details are not available.